Event description:
At the completion of treatment, the nurse tried to remove the non-coring (huber) needle by engaging the safety feature. The nurse was unable to pull the needle up in order to engage it. Needle was removed by pulling out entire device, leaving an exposed needle. Other nurses have indicated that this has happened occasionally to them but didn't report it. Device will be returned to manufacturer.